Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer provided the foreign material survey which stated, ¿the device was cleaned, disinfected, and sterilized before requesting repair. All other information was noted as ¿unknown¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: chapter 4 reprocessing workflow for the endoscope and accessories. Chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the tip of the rhino-laryngo videoscope was damaged and a cloudy image was displayed. There was no report of patient harm. The device was returned, evaluated, and there was a foreign matter at the tip. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
H3) establishment name: (B)(6). (Noting due to character limit). The device was returned to olympus for evaluation and the reported events were partially confirmed. It was found that the bending section cover had slack, however, the cloudy image was not reproduced. In addition to the foreign material at the tip cover, other evaluation findings are as follows: the adhesive on the bending section cover was chipped; the objective lens was shaved; flare/ghost occurred due to a chip on the objective lens; and the light guide connector was corroded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.